Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Reportedly, the customer experienced an elevated blood glucose (bg) level of 528 mg/dl. The customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.